Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: date of non-union and infection is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reporter patient was initially implanted with the proximal femoral nail antirotation (pfna) nail, blade, and screw for a left proximal femur fracture following bilateral femoral fractures on (B)(6) 2016. Patient was returned to surgery on (B)(6) 2018 for removal of the hardware due to non-union and infection. All hardware was removed intact. This report is for one (1) pfna blade. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 04.027.033s. Synthes lot number: 9797795. Manufacturing site: bettlach. Release to warehouse date: 01.feb.2016. Expiry date: 01.jan.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.